Event description:
It was reported the s7-3t transducer failed the electrical safety testing. The transducer was associated with an epiq 7c ultrasound system. The issue was found outside of patient use. There was no patient or user harm. Information has been provided to replace the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported issue. The investigation confirmed the reported issue of failing the electrical safety testing. The transducer was found to have various cosmetic defects. The cause of the reported issue was determined to be related to a customer usage issue. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.